Event description:
Boston scientific received information that this lead was explant due to high thresholds and loss of capture on the left ventricular channel. This lead was noted to be damaged during the explant procedure. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a section of this lead was returned. Visual inspection noted that cathode conductor coils were stretched and setscrew marks were noted on the terminal pin and ring. Detailed testing and analysis noted a bend in the polyurethane tubing while the inner silicone insulation was worn and torn. The anode and cathode conductor coils were fractured likely from the suture sleeve tie down. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures. The reported clinical observations could not be confirmed per laboratory analysis.